Event description:
It was reported that on (B)(6) 2026, a 23mm navitor valve was selected for implant using an unknown flexnav delivery system (ds). The patient has a horizontal anatomy with an aortic valve angle of 61 degrees. Pre-implant balloon valvuloplasty (pre-bav) was performed using a 23mm, non-abbott balloon. During the procedure, on 80 percent, the valve was placed at a depth of 3mm and at release, it was observed to be at a depth of 2mm, and the valve was able to be implanted. Post-implant, it migrated towards the ascending aorta by approximately 25mm so a second 23mm, navitor vision valve was selected for implant using an unknown flexnav ds. The valve was able to be released with good stability by performing a valve-in-valve procedure at a depth of 4mm on the non-coronary cusp (ncc). Post-implant balloon valvuloplasty (post-bav) was performed using an unspecified balloon for an unspecified leak. Post-intervention, no leak was observed. On the final aortography, fluoroscopy showed a dissection along the greater curvature of the ascending aorta at the place where it was in contact with the crown of the first valve. Echocardiography showed the onset of bleeding at the base of ascending aorta and localized pericardial effusion on the pericardium and approximately 300 ml was aspirated (pericardiocentesis) by the operator. The patient was intubated as a precaution; approximately 40 minutes later of management, the bleeding was stabilized, and the patient remained hemodynamically stable then transferred to the intensive cardiac unit (ICU). No clinically significant delay was reported; medication was administered to increase myocardial blood flow, preventing lack of oxygenation due to bleeding. On (B)(6) 2026, the patient was extubated and discontinued with vasopressors; ECG (echocardiogram) revealed normal sinus rhythm and echocardiography revealed no pericardial effusion. The implanter believes that the low amount of calcium may have led to prosthesis movement. After 24 hours later the event, the patient was extubated, vasopressors was discontinued, on ECG sinus rhythm, on echo no effusion and in a stable condition.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.